Manufacturer narrative:
Evaluation summary: the balloon returned with contrast in the balloon and inflation lumen. The balloon failed negative prep. The distal shaft was kinked 17.5cm proximal to the distal tip. On pressurisation of the device, a leak was observed on the balloon distal cone. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the balloon material immediately proximal to the balloon distal cone. The balloon material was jagged and uneven at the tear site. The distal tip was stubbed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An nc euphora rx balloon catheter was being used to treat a lesion located in the left anterior descending (lad) artery. No damage was noted to packaging, i.e. Shelf carton, hoop/tray and no issues were noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. It was reported that during balloon inflation the balloon burst/ leaked. Low pressure was applied. Zero inflations were applied to the device prior to the issue occurring. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. There was no patient injury reported.